Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. Customer was doing a bolus when the pump asked him to change the battery but now it is blank . The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Insulin pump power up properly after battery installation. Unit received with operating currents within specification. Insulin pump passed selftest and displacement test. Insulin pump was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly.